Event description:
I had a total left hip replacement in 2007. The implant used was a stryker ceramic trident. The implant squeaks while walking. Other movements can be felt as well and causes a clicking in some cases and grinding in others. There is a daily constant ache in the leg as well. Diagnosis or reason for use: joint degeneration.